Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that rust was detected. The procedure was completed successfully.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: rust was detected. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be improper sterilization. The reported failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that rust was detected. The procedure was completed successfully.